Event description:
Mother reported her daughter's blood glucose was 489 mg/dl at 6:18 pm on (B)(6) 2012. The subject device was activated at 6:24 pm. At 7:47 pm her bg measured 562 mg/dl (secondary bg meter) and 500 mg/dl on her insulet pdm bg meter, so a 7.25 unit bolus dose of insulin was given. At 8:32 pm her bg result was "high" (>500 mg/dl); an add'l bolus of 1 unit was given. Her bg remained "high" over the next hr and a half despite an add'l 2.35 unit insulin bolus at 9:57 pm. They called the hcp who advised administering an add'l 10 units (whether using the device or by manual injection was not specified) and the go to the ER if the pt vomited twice, which she did. At the hospital, the pt was given an add'l 10 units of insulin (method of administration not reported). No admission or diagnosis was reported. The device was discarded. The mother also stated daughter had been feeling ill for the last couple of weeks, had been taken to her hcp for a visit. Some laboratory tests had come back negative, but they were waiting on add'l results, including a test for addison's diseases. She also mentioned her daughter had a virus.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and ER visit. No product lot number was reported, so no qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."